Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) device had couple of years battery remaining from the patient last visit in the office and then the patient was told that the battery was going low ang need a new one. To date, the device remains in service. No adverse patient effects were reported.